Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 captures the reportable event of surgery, performed to explant and replace the device. The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a significant decrease in remaining longevity, down to 14% after only three years of implant time. Device data was reviewed by engineering and it was confirmed the battery usage had increased abnormally and still appeared to be increasing. Device replacement was recommended for within 28 days. The device was explanted and replaced three weeks later and will be returned for laboratory analysis after the hospital completes their processing. No additional adverse patient effects were reported. The device was later received and analyzed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a significant decrease in remaining longevity, down to 14% after only three years of implant time. Device data was reviewed by engineering and it was confirmed the battery usage had increased abnormally and still appeared to be increasing. Device replacement was recommended for within 28 days. The device was explanted and replaced three weeks later and will be returned for laboratory analysis after the hospital completes their processing. No adverse patient effects were reported.